Event description:
During a laparoscopic procedure, the distraction plug broke off of the distraction plug inserter at the threaded junction during impaction into the disc space. In an attempt to remove the distraction plug, the iliac vein was damaged causing a large amount of blood loss. The procedure was converted to open to facilitate vascular repair.